Event description:
Olympus was informed that during a laparoscopic supercervical hysterectomy (lsh) procedure, the ultrasonic probe malfunctioned when amputating the uterus. The doctor reportedly used the seal mode when trying to amputate. When the doctor switched to seal and cut mode, the ultrasonic probe broke off inside the patient. The broken part was retrieved. There was no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The jaw of the referenced device was said to have broken off in the patient's pelvis and was said to have been retrieved with an unspecified grasper. The users reportedly received error code u504 during the procedure. The procedure was said to have been completed. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The referenced device was returned with the distal tip completely detached and the detached tip portion was measured at 16mm in length. The teflon body was noted with minor charred stain in the center and the distal end was slightly melted. The device was evaluated with the usg-400/esg-400 generators and error code u509 was observed. The wiper movement and the consistency movement of the jaw were normal. The jaw and the probe fit was fine. The handle load and rotation knob torque were found without issues. The device had been forwarded to the OEM for further evaluation.